Manufacturer narrative:
Concomitant medical product: 419588 lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. It was additionally noted the rv coil exhibited high impedance, and the rv lead exhibited at least two occurrences of pacing impedance increasing to an undefined high level. It was indicated that the rv lead shocking coils were fractured. The rv lead was capped. No patient complications have been reported as a result of this event.